Event description:
It was reported that during preparation of the 2.50x200mm armada 14 balloon dilatation catheter (bdc), the shaft was noted to be cracked/fractured. Another device was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.